Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. 3 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 previously reported events are included in this follow-up record. Product return status 8 devices were received. 6 devices were not available for evaluation. Event confirmation status 6 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 3 devices were found to be affected by a cracked bottom housing. 2 devices were found to be affected by a cracked lid. 1 device was found to be affected by a broken guide rail. 1 device was found to be affected by a broken hinges. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 14 previously reported events are included in this follow-up record. Product return status 8 devices were received. 2 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 7 devices were found to be affected by a cracked bottom housing 1 device had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device fractured. 3 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device fractured. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 events were originally reported for this failure mode during the reporting quarter. - 13 events were inadvertently excluded. - 14 reported events are included in this follow-up record. Product return status 7 devices were received. 1 device was not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 6 devices were found to be affected by a cracked bottom housing 1 device had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device fractured. 3 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.